Manufacturer narrative:
Initial and final MDR 1929133- MDR 3003442380-2024-18411- device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. 4-june-2024, it was reported by the patient that four infusion sets fell off during use. Infusion set was in use for few hours. Patients' blood glucose was found to be 269 mg/dl the patient replaced the infusion set and insulin was resumed successfully. No further information available.